Event description:
Primary stability achieved, no osseointegration. At the time of surgery periodontitis. Implant surface was completely covered by bone. Pain, swelling, inflammation, infection. Same patient as (B)(6).